Event description:
Customer's nurse reported customer was hospitalized for high blood glucose on (B)(6) 2014. Her blood glucose was 491 mg/dl when admitted. Customer's nurse did not know the events leading to the hospitalization. Customer had diabetic ketoacidosis. She was about to go to the intensive care unit. Customer's nurse could not troubleshoot the device because she had other patients to tend to. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.